Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5039475) in united states on 15-jan-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) in 2009. Consumer stated that she did not have the expiration date. Consumer reported that the onset of her complaint started in 2013. This is a list of her side effects and symptoms that she has experienced due to essure: weight gain, severe joint and muscle pain, cramping in her left side radiating down her entire left leg, change in voice (deeper), hair loss. She has had surgeries due to essure (unspecified). She stated that the one device is still inside of her and another one was not returned to the manufacturer. It is in her possession. Follow-up information received on 10-feb-2015 - (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. The statements made by the patient are not clear if device removal was done or not as the patient stated "the device is in my possession (if applicable)." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced cramping in her left side radiating down her entire left leg. This event, seen as abdominal pain, is serious due medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, limited information regarding the event was provided. However, given its nature, the abdominal pain is assessed as related to essure use. Although the removal was not confirmed, surgeries were mentioned and it was stated that the consumer had one device in her possession; it was not returned to manufacturer. The possibility of device had been removed cannot be excluded, therefore this case is regarded as incident. Other non-serious events were reported. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs